Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. The analyst noted that the distal conductor was fractured at 20.6 cm from the connector pin. The outer insulation was breached at 20.9 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) for sensing integrity counter (sic) and high rate non-sustained episodes. The rv lead also triggered an alert for undefined high pacing impedance. Additionally, the rv lead exhibited oversensing/noise episodes and no capture at max output. A fracture of the rv lead was suspected. The rv lead programmed off and explanted/replaced the next day. No patient complications have been reported as a result of this event.